Event description:
It was reported that when the core micro drill was plugged into the console at the user facility it ran by itself. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was able to duplicate the reported event but noted the motor cartridge was corroded.